Event description:
It was reported that this lead was an attempted implant. During the procedure the lead became stuck and when the physician tried to move it, the tines broke. The lead was exchanged, and the procedure was successfully completed without complications. The lead is expected to be returned.